Event description:
According to the reporter, while space making in preperitoneal space during a laparoscopic hernia repair, the sheath of the balloon disengaged and fell into the patient's cavity. The device had to be retrieved by using a grasper. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.